Event description:
It was reported that the device had all three (charge pak, attention and wrench) icons illuminated and it would not power on. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): a replacement device was provided to the customer. Physio-control evaluated the device and verified the reported failure. Physio is in the process of evaluating the device and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control observed that the internal hlc batteries were all depleted. It was also observed that the internal hlc batteries would not charge to a normal voltage after 24 hours. After additional testing, the cause of the reported failure could not be determined.